Event description:
On (B)(6) 2008, the patient underwent endovascular repair for a thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. On (B)(6) 2008, the patient suffered a cerebral infarct and was administered intravenous medication. On (B)(6) 2008, the patient suffered renal failure and the patient was started on hemodialysis. On (B)(6) 2009 the patient was discharged from the hospital. It was reported that the patient has not continued follow up.

Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Potential device or procedure related adverse events complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke).